Manufacturer narrative:
.

Event description:
It was reported that the or staff experienced difficulty in getting the insert to engage in the base plate. Surgery time was extended approximately 90 minutes. During the attempts to seat the insert into the baseplate the patient experienced a fractured tibia which required plate and screws to correct.